Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that water was leaking from the cartridge chemistry (cc) sample probe of the unicel dxc 600i synchron access clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that during wash cycle the collar wash splashed onto the cover. The fse found the collar wash vacuum valve for the cc sample probe was full of rust. The fse replaced the valve. No splashing from the collar wash was observed after the replacement of the valve. The fse verified the repair was performed per established procedures.